Event description:
Zealand pharma virtual account specialist (vas) reported that the patient indicated that the needle button retracted before the 24 hour period, and that this has been happening several times, but reported today. The patient discarded the v-go.